Event description:
It was reported by the patient that she underwent a robotic hysterectomy that was converted to a vaginal hysterectomy on (B)(6) 2012 and an absorbable adhesion barrier was used. The patient began to experience vaginal bleeding on (B)(6) 2013. The patient underwent a second procedure (B)(6) 2013 and adhesions to her bowel, bladder and ovaries were noted. The patient was bleeding and had to be cauterized. The site of the bleeding was unknown. Currently, the patient is not bleeding. The patient is scheduled for a postoperative visit on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.